Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's leads moved. The cause of the issue was unknown. A revision was performed on (B)(6) 2026; the leads were pulled down and re-anchored. The patient was doing fine after the surgery.

Manufacturer narrative:
B3: date inaccurate, only the year is valid. Continuation of d10: product ID: 977a260; lot/serial# (B)(6); implanted: (B)(6) 2026; product type: lead. Product ID: 977a260; lot/serial# (B)(6); implanted: (B)(6) 2026; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 28-oct-2029, UDI#: (B)(4). Product ID: 977a260; serial/lot #: (B)(6), ubd: 28-oct-2029. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.